Manufacturer narrative:
97755, sn: nlf071586n, returned for product analysis. Analysis found scrapped due to low reading being 0 should be higher than 30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were not able to connect to charge their implanted neurostimulator. Patient said they would lay flat on their back and sit up, and normally the recharger would just connect and off they go, but now it would connect for maybe a minute and then tell them it was trying to find the device again. Patient also said the cord was getting really hot. When agent asked for event date, patient said they hadn't been able to charge the ins for 4 weeks due to the issue. Patient did not have the recharger with them at the time of the call, so they will call back to provide it for a replacement to be sent out. Patient provided updated address; email sent to prs to update. Patient mentioned they had an appointment scheduled to discuss pain medication options. Pt called back with the recharger with them. Pt repeated previously documented information and added that they were unable to charge their ins at all. Agent sent request to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), ubd: , UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.